Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the device was found leaking from dry cracked o-rings. This was caused by wear and tear from daily use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1 hotline fluid warming system needs repair because it leaks. There was no reported adverse event.